Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Review of the device logs did not verify the reported issue rite functional test failure. A visual inspection was performed and passed. A manual volumetric accuracy test was completed but failed. Test article door piston foam was installed and the volumetric accuracy test passed. The original door piston foam was placed back into the device and the volumetric accuracy test was aborted due to a check lines and bags alarm which is related to the rite volumetric accuracy test failure. A manual temperature test was completed successfully. The communication between the homechoice and an external computer was checked and was found to communicate properly. A check of the rs 232 communication cable found no issues. An inspection of the door assembly found the door piston foam deteriorated and the door piston cracked at the top and at the side of the left disposable. The cause of the reported issue was deteriorated door piston foam and a cracked door piston. A review of the service history data revealed the piston foam was previously replaced. Should additional relevant information become available, a supplemental report will be submitted.